Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter and defective stopper molding with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter and defective stopper molding was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter and defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and foreign matter and defective stopper molding was observed. Root cause description: bd acknowledges that the customer has had an issue with the incident lot. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the returned samples and photographs confirmed pic (B)(4) (foreign matter) was appropriate. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes had dirty stopper caused no serious injury medical intervention.